Event description:
It was reported that right after the patient¿s trial leads were removed, the patient had an epidural hematoma. It was caught quickly, as the doctor noticed some bleeding and the patient had new pain right away. Imaging and a neurological consult were done right away and it was addressed therapeutically with medications, no surgery was required. The patient was still at the hospital, unknown when the patient will be discharged, but she was doing well today with no new pain. Additional information received reported that the patient recovered without surgery and was doing well. It was unknown whether the patient developed the hematoma during the trial or after lead pull.

Manufacturer narrative:
Product ID 3874, explanted: 2013-(B)(6), product type screening device product ID 3874, explanted: 2013-(B)(6), product type screening device. (B)(4).

Manufacturer narrative:
(B)(4).